Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An increased rv pacing threshold and gradual increase in shock impedance were reported. Postural testing and isometrics revealed no noise. Lead to be monitored and remains implanted. Should additional information be received, this file will be updated.